Event description:
The stent was positioned correctly on the lesion. The physician met some difficulties during the inflation. He could not inflate the balloon. The device was controlled and a crack on the hub was detected. The inflator is a competitor's one. No further information is available.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.